Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had critical pump error. The customers blood glucose level was unknown. The customer also declined troubleshoot for critical pump error. The insulin pump will be return for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected critical pump errors (open book image) were noted. However, there is a noticeable white spot in the upper left hand corner of the screen. Device has a crack on the battery tube which starts at the bottom corner of the left belt clip rail. The center (enter) keypad button is cracked in the middle. Finally the s/n label located between the belt clip rails is worn down to the point where it's illegible.